Manufacturer narrative:
Patient information - unknown. Reporter occupation - other; sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that the patient underwent a c1-c2 bilateral extension procedure on (B)(6) 2020, utilizing the reform poct pedicle screw system. Two-week post operation x-rays looked good, 4-week x-rays shows top bilateral set screws backed out, with loss of correction. Revision procedure to address set screw backout was performed on (B)(6) 2020, during which two (2) 55-pa-4040 4.0 x 40mm polyaxial screws, eight (8) 55-ls-0100 cap screw posterior cervical systems, and two (2) 55-lt-5080 3.5 x 80mm lordotic rod ti were removed and replaced with the same sizes.

Manufacturer narrative:
H3 device evaluation - returned implants were reviewed along with the post-op x-ray images. Witness marks were found on the underside of all screws, demonstrating locked cap screws in the construct. A partially missing tulip thread was found on one of the two returned 55-pa-4040 screws, demonstrating the forced removal of the set screw post-procedure. Root cause could not be determined. Review of device history records found 458 pieces of lot 27471ps released for distribution on 12/23/2010 with no deviation or anomalies. Two-year complaint history review (6.26.2018-6.26.2020) found this to be the only report for this part number. No corrective actions are recommended..

Event description:
It was reported that the patient underwent a c1-c2 bilateral extension procedure on (B)(6) 2020, utilizing the reform poct pedicle screw system. Two-week post operation x-rays looked good, 4-week x-rays shows top bilateral set screws backed out, with loss of correction. Revision procedure to address set screw backout was performed on (B)(6) 2020, during which two (2) 55-pa-4040 ø4.0 x 40mm polyaxial screws, eight (8) 55-ls-0100 cap screw posterior cervical systems, and two (2) 55-lt-5080 ø3.5 x 80mm lordotic rod ti were removed and replaced with the same sizes.